Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable due to patient not charging as instructed. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place. Patients ipg was explanted and replaced. Therapy restored.